Event description:
It was reported that an electrical storm vf/vt was observed on the iegm. No further information is available at this time. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported event was confirmed. The lead was electrically shorted. Insulation damage was found at 30.5cm to 32cm from the connector pin. The rv cables were compromised due to clavicle crush. This could cause the reported noise.